Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and light yellowing. The device was unable to weigh. Upon device inspection, a pinhole located on the posterior of the device, approximately one centimeter above the end of the top of the writing on the device was identified. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. The explant was analyzed using an optical microscope and images were taken of the areas. The observed result of shell failure is surgical instrument damage. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3.